Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reporting that during lead implanting procedure, due to patient's vessel condition abnormality, the lead could not get to target position and be fixed. Finally physician replaced it with new lead and used new delivery system to support implanting. A comparison of the use before date field and implant date found the device was implanted after the use before date. No patient complications have been reported as a result of this event.